Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. If the device is identified and received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not alarm for distal occlusion when the IV was clamped. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.